Event description:
03/13/97 patient sustained ventricular fibrillation requiring defibrillation by paramedics. ICD interrogation revealed initial quick look of an inactive charge circuit. Further interrogation showed that the patient had four episodes of ventricular fibrillation. The last fibrillation was treated with two therapies that were unsuccessful. The high voltage impedance, last charge time, last capacitor formation charge time were all within normal limits. Pacemaker lead impedance is markedly decreased compared to previous assessment, specifically the current high voltage impedance of approximately 380 ohms and the last measured impedance on march 7, was 680 ohms. The patient's threshold remains high at 8.4 volts, .10 milliseconds.